Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article "evaluation of anterior knee pain in a ps total knee arthroplasty: the role of patella-friendly femoral component and patellar size" (2015) by f. Atzori, l. Sabatini, d. Deledda, m. Schiro`, r. L. Baido, a. Masse published by muskuloskeletal surgery doi 10.1007/s12306-015-0347-2 was reviewed. The article purpose: to evaluate whether the patella-friendly femoral component can reduce the onset of anterior patellar pain compared to a standard femoral component and also to determine whether these problems originate from indexes and measurements that are manageable in the operating room. The article reports: thirty consecutive patients affected by knee osteoarthritis with similar clinical characteristics were implanted using pfc sigma implants. The first 15 patients (group 1) were treated using sigma cs femoral component and the second 15 patients using the new sigma ps femoral knee component (group 2). The surgical technique was identical in each case of the two subgroups. The two groups did not statistically differ on any reported metric except the patients with small patellar components showed worse results for the patello-femoral questionnaire. Cement was used for the fixation of all components in every case. The patella was resurfaced with a polyethylene symmetric dome in every case. No surgical intervention was mentioned regarding the patella clunk. Depuy products involved: pfc sigma cs system. Complications: patella clunk (1).